Manufacturer narrative:
H3: device available for evaluation - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of postpartum hemorrhage (pph), the 'cook bakri postpartum balloon with rapid instillation components' leaked at the connection between the balloon and the end of the catheter. This issue was discovered by the nurse during inflation testing with water to check for a tight seal. This observation was made prior to patient contact. The procedure was completed successfully by replacing with another balloon. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, during treatment of postpartum hemorrhage (pph), the 'cook bakri postpartum balloon with rapid instillation components' leaked at the connection between the balloon and the end of the catheter. This issue was discovered by the nurse during inflation testing with water to check for a tight seal. This observation was made prior to patient contact. The procedure was completed successfully by replacing with another balloon. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for investigation, in open original packaging. The balloon was leak tested, and a small puncture was observed in the balloon material near the proximal glue bond. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history found no related discrepancies or additional complaints on the final or sub-assembly lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.